Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump powered up properly after battery installation. Insulin pump was received with operating currents within specifications. No unexpected battery out limit alarms noted. Insulin pump passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Insulin pump received with intermittent act button due to flattened esc dome switch. No button error alarms were noted. Insulin pump received with cracked battery tube threads, minor scratched lcd window and missing end cap sticker.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer reported that the buttons on the insulin pump's keypad were responding correctly. Blood glucose level was 176.4 mg/dl at the time of the call. No further information was provided.